Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 400mg/dl. Customer stated that they are having issue of inconsistent delivery of insulin or no delivery and almost impossible to lock the reservoir and tubing. Insulin pump will not be returned for analysis.